Manufacturer narrative:
Device not returned, follow up conversation with company rep.

Event description:
It was reported that a physician performed a balloon kyphoplasty procedure on a pt for a traumatic fracture at level l2. Intraoperatively, there was only one side where the cavity was filled well. There was a small cement leakage to the inferior disc seen on an intraoperative CT. Post-op x-ray reported as "nice filling of the cavity". At three weeks, there was a complete collapse of the treated vertebra and the anterior lower part of the vertebra is broken off. Cement was coming off of the endplate. Approx 8 months post-op, the pt has continued severe pain with multiple additional fractures. There is a boney bridge formation at the previously treated site stabilizing the fracture. No additional treatment reported as the pt is suffering from multiple co-morbidities.